Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-11, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (4,000 mcg/ml, 1,099.03 mcg/day) via an implantable pump for chronic spasticity and intractable spasticity. It was reported the patient arrived for a pump refill on tuesday ((B)(6) 2019) and the healthcare professional (hcp) was unable to fill the pump. The hcp confirmed the pump had flipped with x-ray. The patient stated the sutures used to anchor the pump were absorbable. The patient had surgery on (B)(6) 2019 to reposition the pump and anchor with non-absorbable sutures. The issue was resolved at the time of this report. The patient's status was alive, no injury.